Manufacturer narrative:
17jun2025: investigation approved. The device was not returned and there was not enough information provided in the complaint to confirm the allegation. Complaint will remain non-reportable based on reported information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.